Event description:
It was reported that patient was found face down in bed. Patient was unresponsive so a code was initiated. Patient had intrathecal catheter placed. Epidural pump used for infusion. Pump being sent for interrogation. Clinical engineering was notified on this event. The event details: an intrathecal catheter was placed. The infusion was started. The patient was receiving good pain control from the inusion, and she was transferred to the floor and monitored on the orthopedic floor. By all accounts she was doing well with the catheter placement until the early hours of the next morning. The nurse saw her at this time, and reported that she was feeling tired. Approximately 3 hours later, she was found unresponsive face down in her bed. The CPR protocol was initiated. The patient was intubated and after a prolonged revival process, her vital signs did return. She was transferred to the care of the intensive care unit where her resuscitation efforts continued. Unfortunately, she was determined to have significant anoxic exposure. She underwent a brain death protocol and was determined brain dead approximately 1 day after the intrathecal catheter and pump were placed.